Manufacturer narrative:
Pump passed the self test, sleep current measurement, and active current measurement. Detailed trace analysis shows that pump alarmed low battery and then power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance at printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. No unexpected pump error 25 alarms, or low battery alarms noted during testing. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, scratched keypad overlay, cracked select button keypad overlay, cracked case behind the pump near the battery compartment, fading serial number label, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The reservoir connection ring is broken and the battery only lasts one week. The insulin pump will be returned for analysis.